Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the patient's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from (B)(6) contacted on behalf of the customer to report that their contour next link 2.4 meter had only english and (B)(6) languages as available options to be selected from the meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer did not return the contour next link 2.4 meter for evaluation. Therefore, the device history record was reviewed for the suspected meter and no manufacturing anomalies were found. Based on the customer's allegation, it was determined that the issue occurred due to the software problem.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter with serial #(B)(6) for evaluation. The serial number for the returned meter on the meter label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. Upon insertion of in-house contour next test strips with the returned meter, the meter gave e84 error message, indicative of software error. The logbook and error logbook were empty. The unit of measurement was reconfigured from mmol/l to mg/dl. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, bolus history, and units of measure. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.